Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Ref MFR reports: 1627487-2013-00125, 1627487-2013-00126 and 1627487-2013-00131. The pt ((B)(6)) has two therapy systems which include 6 leads from 4 different lots. It was reported the pt has lost weight and her leads are now closer to the skin. There is concern that the devices may erode. Surgical intervention will be undertaken at a later date to address this issue.